Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found that the pump cover was broken. The thermogard console is a reusable device and was manufactured on 03/15/2011. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint of the console powering-off. The patient data and event log files were downloaded and analyzed. The analysis showed no irregularities.functional testing of the console indicated that the power supply was damaged, thus confirming the reported complaint. In summary, the reported complaint of thermogard powering off was confirmed during functional testing and was attributed to a damaged power supply. After the power supply was replaced, the console passed all functional and electrical testing criteria. Based on the available information the patient died due to an initial clinical condition and was not related to zoll device or procedure with the device.

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that shortly after powering on the thermogard tgxp console (s/n (B)(4)) the device powered off on its own. The customer tried troubleshooting the issue, without success. The customer immediately used ice packs to cool the patient. At an unspecified date the patient expired. However, the customer stated that the death was not a result of the reported issue on the thermogard tgxp. No other patient information was disclosed. No additional information was provided. Note: the customer's medical technician performed an onsite evaluation of the device and found no issues with the unit's power socket, power cord or fuses.